Event description:
Customer reports false positive results in the weak d tests and dat tests on echo.

Manufacturer narrative:
A service visit was made. An adjustment was made to the washing step. The tube coming from the pump was not tightened and there was leaking. The results improved afterwards.